Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with no battery installed. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, scratched reservoir tube window and scratched case. Data analysis: there is no data listed for the date of (B)(6) 2015 due to insulin pump received without battery installed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at work. The caller stated that at this time the cause of death is unknown. They are still waiting for the autopsy report. However, the customer passed away due to work related head injury. The caller did not know the customer's blood glucose, at the time of death. The customer was wearing the insulin pump at the time of death. The customer was using sensors and was wearing one at the time of death. The device was not available at the time of the phone call time of the phone call. Hence the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the decedent. The caller agreed to return the insulin pump for analysis.